Event description:
New information noted the implantable cardioverter defibrillator (ICD) continued to oversense crosstalk after the programming changes. No changes or interventions were performed. The patient was in stable condition.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered multiple non-sustained right ventricular oversensing (nsrvo) episodes for far p-wave oversensing. Programming changes were implemented. There were no patient consequences.